Manufacturer narrative:
The used device was returned with the articulating arm/teflon pad sub-assembly detached. The device analysis was completed by using functional testing, device history records, an simulated use testing of same type of device. Investigations were unable to reproduce or simulate conditions of device usage, definitive identification of root cause was not determined; however, testing performed and analysis of data is indicative that the cause of failure is not related to reprocessing by ascent.

Event description:
During the procedure, the jaw broke off of the distal end of the device. Jaw was retrieved from pt. No injury to the pt or adverse event was reported.